Event description:
It was reported the patient's charger is unable to communicate with the ipg. As a result, the patient is not receiving stimulation. Subsequently, the patient's ipg was explanted and replaced. Effective coverage was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.